Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. Blood glucose levels reached 260 mg/dl. The patient gave a manual injection of insulin to treat the issue.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. Blood glucose levels reached 260 mg/dl. The patient gave a manual injection of insulin to treat the issue.

Manufacturer narrative:
The device was received fully deployed. After investigation, no damages or defects were observed to the needle mechanism that would prevent the needle from deploying as intended. The cannula was found to have deployed as intended. No damages or defects were observed that would prevent the device from functioning as intended.